Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Fluoroscopy showed that the lead was fractured. The ra lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Fluoroscopy showed that the lead was fractured. The ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead was not confirmed. The returned segments resistances were measured normal. A visual inspection and resistance test showed no conductors fracture on returned lead segments. The returned lead segments passed continuity test, indicating coils were intact.